Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was experiencing thigh pain after a primary tha requiring a stem revision.

Manufacturer narrative:
This follow up is a correction of the 30 day MDR record that was sent erroneously as a five-day report, under MFR#0002249697-2019-01070.

Event description:
Patient was experiencing thigh pain after a primary tha requiring a stem revision.